Manufacturer narrative:
Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that femoral remodeling, as defined as the loss of density of the proximal medial femur, was seen in fifty-nine hips. Rounding of the calcar was noted in sixty hips, and sixteen hips had longitudinal loss of the medial neck (calcar resorption) of 2mm or more.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is noted in the journal article that ¿there was no statistically significant correlation between calcar resorption or loss of density of the proximal medial femur and the measured femoral fill at the calcar isthmus. However, no hip with intraoperative collar-calcar contact exhibited calcar resorption of 2 mm or more¿. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history, activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.